Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received a burn from the grounding pads during a genicular rf procedure. It was noted that the burn was first degree outer edges and second degree with yellow slough in the center. The patient was brought to emergency room to treat the burn. The patient was discharged and was prescribed silvadene dressing treatments.

Manufacturer narrative:
This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (nissha medical technologies ltd.) And not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that the patient received a burn from the grounding pads during a genicular rf procedure. It was noted that the burn was first degree outer edges and second degree with yellow slough in the center. The patient was brought to emergency room to treat the burn. The patient was discharged and was prescribed silvadene dressing treatments.

Manufacturer narrative:
Dgp-pm2-25 ln: 40024. The returned grounding pad was analyzed and passed visual inspection. However, it was not specified whether the area where the grounding pad was placed was shaved and clear of any lotion or cream. Thus, the application site was likely not prepared correctly prior to application.

Event description:
It was reported that the patient received a burn from the grounding pads during a genicular rf procedure. It was noted that the burn was first degree outer edges and second degree with yellow slough in the center. The patient was brought to emergency room to treat the burn. The patient was discharged and was prescribed silvadene dressing treatments.